Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/20/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnifications showed residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) on the lens. Small particles that could be related to handling the unit out of a controlled environment were observed on the lens surface. Some reddish dots were also observed on the lens surface. The reported black particle could not be identified. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Phone number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black particle was observed on the optic of an intraocular lens (iol). Reportedly the particle was both visible with unaided eye and through the microscope. The lens was not used. No further information was reported.